Event description:
Non-specified repair request initiated for device. No pt impact was reported. Report escalated to complaint on eval due to the attachment's foot being cut and detached. On follow-up, it was confirmed that there was no pt impact.

Manufacturer narrative:
Comments: report confirmed on eval. The footed portion was cut by tool contact and detached. Our recommendation for factory service is based on the facility's usage, however, it should not exceed 24 months. This device has been in use for 26 months without any record of factory service. The user manual states "the attachment should not be used, if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff".